Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite investigation confirmed that two fuses on the mvs board were blown. Replacement of the fuses resolved the issue. No further issues were reported. Replaced fuses were not returned to manufacturer for analysis, therefore, no findings are possible. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the fuses on the mobile view station (mvs) board blew and needed to be replaced. There was no patient present when this issue was identified.